Event description:
Report received from the USA stating that the "drill bit broke during use." The device was being used during surgery. No injury was reported to have occurred, however, it is unknown if medical intervention was necessary. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of the drill bit breaking off during use and a piece of it was stuck in the attachment was confirmed. During service the device failed the cutter insertion test. If additional information becomes available a supplemental report will be submitted. (B)(4).